Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Unacceptable numbers. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.